Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few weeks after the system was placed there was no capture with the right ventricular (rv) lead at max output. An x-ray was performed and determined there was pericardial effusion, so the patient was admitted to drain the fluid and the lead was repositioned successfully the following day. No additional adverse patient effects were reported.